Manufacturer narrative:
Added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this annuloplasty ring, it was explanted and replaced with a non-medtronic product. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that there was significant residual regurgitation post implant of the mitral annuloplasty ring. Due to the residual regurgitation, the ring was explanted and replaced with a non-medtronic valve. If information is provided in the future, a supplemental report will be issued.